Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR.: the device was returned for evaluation. Visual inspection of the device observed kinks along the body and the distal end was broken. There was evidence of tension/torsion overload noted on the fracture site. Moreover, the most distal section of the wire including the spring tip was not returned at approximately 2.2cm. All the outer diameter measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that difficulty advancing occurred. A 1.50mm rotalink¿ plus and two 330cm rotawire¿ were used for treatment. Upon introduction of the device, outside the patient¿s body, it was observed that the burr was unable to advance over the rotawire. The rotawire was replaced with another; however the burr was still unable to advance to the wire. There were no patient complications reported. However, device analysis revealed a broken distal end.